Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). H3 other text: the customer evaluated device and received remote support from customer care solution center.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was an abnormal alarm. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Based on the information available there is insufficient information to confirm the reported problem. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not accept the quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.